Event description:
It was reported that stent dislodgement occurred within the guide catheter. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The >80% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. During removal, the stent came off the balloon completely within the guidezilla ii guide catheter. Both the guidewire and guidezilla ii had to be pulled out to remove the dislodged stent. The procedure was completed with another of same device. There were no patient complications reported.